Event description:
Customer reported that she was having trouble filling the reservoirs. Customer stated that the plunger was not moving and she was unable to remove the air from the reservoir. Blood glucose level was 125 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoirs performed pre-fill reservoirs test per des 8654 and IFU d9195886-et2 section 1 to 8. Reservoirs failed per inspection found reservoir transfer guard needle occluded.